Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a dexcom app crash. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be potential patient misuse as the mobile device lost power. No injury or medical intervention was reported.